Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on glucose monitor. Suspected cause was due to the customer¿s basal rate setting needing adjustments. Customer consumed glucose gel to address bg. Customer updated the basal rate setting to address the event.